Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic for a lead revision procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited a high capture threshold. The physician decided to reposition the lead. During the procedure, the helix failed to extend, the rv lead exhibited reduced r-wave amplitude, and a high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were inadequate capture, failure to extend helix and r-wave amp variation. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. The reported event of failure to extend the helix was confirmed. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood. The reported event of inadequate capture and r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.